Event description:
After four previous spinal surgeries pt underwent spinal fusion procedure with instrumentation on 5/3/89. On 7/26/90 the plates and screws were removed and replaced. Implants were loose. Pseudoarthrosis at l4-5.